Event description:
During a post stent dilatation procedure, the balloon was advanced through the stent and ruptured. Upon withdrawal of the balloon, it is believed the balloon caught on the stent and could not be removed. The patient went to bypass surgery. The distal end of the balloon catheter remains in the patient. Patient status is listed as "ok".